Event description:
Suction unit on headwall faulty - pluer-evac changed without difference. Either able to get large amount bubbling in suction or none at all. Follow up chest x-ray showed large pneumothorax, therefore aspiration and suction control changed (no suction canister used). Once wall suction was changed, pluer-evac worked better with steady bubbling. Suction unit appeared to have malfunctioned, causing too much suction which caused pnuemothorax (collapsed lung). Suction unit repaired and returned to service.